Event description:
During annual inspection customer found the air kerma rates deviated from displayed rate by more than 35%, the fluoro maximum entrance exposure rate exceeded 10 r/min.

Manufacturer narrative:
Customer reported that during their annual inspection, they found the air kerma rates deviated from displayed rates by more than 35%, the fluoro maximum entrance exposure rate exceeded 10 r/min. Fse (field svc engineer) measured the fluoro maximum entrance rate dose and it was 10r/min and adjusted it to 9.47 r/min adult and 4.84 r/min child. Fse also calibrated the calculated dosimeter and calibrated the collimator for all mag sizes. Fse checked the system for proper operation per (B)(4) and returned the unit to the customer for svc. Performed system check using (B)(4).